Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received an appropriate treatment and four inappropriate treatments. The device was started up at 04:24:34 on (B)(6) 2026. At 21:00:35 on (B)(6) 2026, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 21:01:10, the patient received the appropriate treatment. Rhythm at time of treatment was vt @ 200 bpm. Post shock rhythm was af @ 80 bpm with pvc¿s. Between 21:01:38 and 21:03:09, the patient received four inappropriate treatments. Nsvt contributed to the false detection. Rhythm at the time of each treatment was nsvt. Post shock rhythm was sinus rhythm @ 70 bpm with pvc¿s. The device was shut down at 21:06:17 on (B)(6) 2026.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the device malfunction caused or contributed to the patient's passing as the device was able to detect and treat vt on the date of the event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received an appropriate treatment and four inappropriate treatments. The device was started up at 04:24:34 on (B)(6) 2026. At 21:00:35 on (B)(6) 2026, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 21:01:10, the patient received the appropriate treatment. Rhythm at time of treatment was vt @ 200 bpm. Post shock rhythm was af @ 80 bpm with pvc¿s. Between 21:01:38 and 21:03:09, the patient received four inappropriate treatments. Nsvt contributed to the false detection. Rhythm at the time of each treatment was nsvt. Post shock rhythm was sinus rhythm @ 70 bpm with pvc¿s. The device was shut down at 21:06:17 on (B)(6) 2026.